Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was stretched out or bent and dried blood/body fluid was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional. Based upon laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. The stretched out or bent helix was concluded to be consistent with potential induced damage. Further lead testing found the lead was electrically continuous.

Event description:
It was reported that this right atrial (ra) lead was difficult to place during implant and low p-wave amplitude measurements were observed. The lead was successfully implanted, however, during an right ventricular (rv) lead revision procedure the following day, the physician tried to reposition this lead. After a few attempts, the helix was noted to be bent. This lead was explanted and replaced with another lead. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was difficult to place during implant and low p-wave amplitude measurements were observed. The lead was successfully implanted, however, during an right ventricular (rv) lead revision procedure the following day, the physician tried to reposition this lead. After a few attempts, the helix was noted to be bent. This lead was explanted and replaced with another lead. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.